Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that the vapr vue generator gave an error code of 200 ref 24. It is unknown if there was patient or user invovlement. The issue was found pre-operatively. The outcome of the event, outcome to the patient(s) and/or users are unknown. It is unknown how the surgery was completed. The customer states that they have no further information.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the fault reported by the customer could be verified and the issue was found. The service was declined and the vapr3 generator was replaced by the vapr vue model. We cannot discern a root cause for the failure mode. A manufacturing record evaluation was performed for the finished device [serial : (B)(4)] number, and no non-conformances were identified. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Correction: the date device returned to manufacturer was documented as 3/5/2019 on the initial report and has been updated as 3/15/2019. Additional information: investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the fault reported by the customer could be verified and the issue was found. The service was declined and the vapr3 generator was replaced by the vapr vue model. We cannot discern a root cause for the failure mode. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.